Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer? And manufacturer narrative. Annex a: a23, annex b: b01, b14, annex c: c23, annex d: d11, annex g: g0200802. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion could not be confirmed from the log analysis or replicated during the extensive laboratory testing. The suspect pump module was found to be infusing within specification with no observances of unregulated flow occurring. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal and external inspection did not observe any anomalies related with the reported issue; the door latch sear was also found to be properly closing the administration set safety clamp when the door was opened. A review of the pump module and pcu error logs showed no errors related with the reported incident. On (B)(6) 2025, at 10:08 am, the first infusion of the reported day was programmed by guardrails drugs with the suspect device with a rate of 1.06ml/h and vtbi (volume to be infused) of 24.125ml. The profile in use was identified as ¿adults¿ and the drug selected was inpatient/ed. The infusion started with a pvi (primary volume infused) of 319.943ml. At 11:57 am the vtbi was changed to 50ml, then, at 2:39 pm the infusion stopped by occluded patient side alarm with a pvi of 324.722ml; the infusion was restarted. At 2:44 pm, the infusion dose was modified from 0.906 mg/ml to 0.96 mg/ml. A ¿dose exceeds guardrails limits¿ alert appeared, and the ¿yes¿ button was selected to proceed. As a result of the dose change, the infusion rate was automatically updated to 11.28 ml/h. At 6:45 pm the infusion completed with a pvi of 371.894ml, then, a new infusion was programmed with same parameters, vtbi was modified to 5ml, then, from 7:43 pm to 7:46 pm the dose was changed to 0.0815 mg/ml. As a result of the dose change, the infusion rate was automatically updated to 0.9584 ml/h. At 8:39 pm the infusion stopped by pause button pressed with a pvi of 381.869ml, then, the pump module was powered off. No further infusions with the suspect device were performed the day of the reported event. No further infusions with the suspect device were recorded. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Bd alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported over infusion is being attributed to the programming of a dose change from 0.906 mg/ml to 0.96 mg/ml. As a result of the dose change, the infusion rate was automatically updated from 1.06ml/h to 11.28 ml/h. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that at the start of the evening shift, the nurse observed that the patient¿s angiomax infusion was temporarily on hold because the medication vial was empty. The day shift nurse had reportedly requested a new vial from the pharmacy and was waiting for it to be delivered to the nursing unit. The patient¿s aptt (activated partial thromboplastin time) level was drawn at 19:16 during the shift change, prior to the evening shift nurse entering the patient¿s room. Once the new vial arrived from the pharmacy, the evening shift nurse and the night shift charge nurse performed a ¿dual sign-off¿ to restart the infusion at the ordered rate. At 20:36, the nurse received a call from the pharmacy alerting them that the patient¿s aptt result was >154, which is a critical value. The nurse was instructed to immediately stop the infusion and follow protocol for a blood redraw. The infusion was stopped at 20:40. According to the report, the angiomax vial that had run empty was hung by the day shift nurse at 11:57, as documented in the mar (medication administration record). When the evening shift nurse received the handoff report, the day shift nurse stated that the vial was already empty. This raised concern because each vial should contain 50 ml of medication. It was reported that the infusion had been running at the ordered rate of 1.07 ml/hr. Until 14:44, when the rate was lowered to 0.96 ml/hr. Upon arrival, the evening shift nurse observed that the pump was set to 0.96 ml/hr., but it had been stopped because the vial was empty and they were waiting for a replacement. From 11:57 to approximately 19:00, a 50 ml vial had completely infused into the patient while the pump was reportedly programmed correctly. Additionally, the nurse noted that the pump had a sticker indicating ¿preventive maintenance due 07/25,¿ meaning it was overdue by several months. Per the report, the pump had been programmed correctly, but the medication appeared to have infused much faster than expected, given that the vial emptied within seven hours. The nurse checked the area around the pump for leaks that might explain the rapid emptying but found no evidence, nor did the patient report any signs of leakage. The previous day, the infusion rate was 1.18 ml/hr., the patient¿s aptt level was stable, and there were no indications of a problem at that time. There was patient involvement in the event, but no harm occurred¿no bleeding was reported. The patient was updated on the situation and instructed to alert staff if any concerns arose. Additional information was received following an on-site visit by bd manufacturer on 13jan2026 which states that upon preliminary review of the device logs by the customer's pharmacy department the angiomax infusion was intended to run at 1.13 ml/hr but had been programmed at a rate of 11.3 ml/hr by the clinician.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that at the start of the evening shift, the nurse observed that the patient¿s angiomax infusion was temporarily on hold because the medication vial was empty. The day shift nurse had reportedly requested a new vial from the pharmacy and was waiting for it to be delivered to the nursing unit. The patient¿s aptt (activated partial thromboplastin time) level was drawn at 19:16 during the shift change, prior to the evening shift nurse entering the patient¿s room. Once the new vial arrived from the pharmacy, the evening shift nurse and the night shift charge nurse performed a ¿dual sign-off¿ to restart the infusion at the ordered rate. At 20:36, the nurse received a call from the pharmacy alerting them that the patient¿s aptt result was >154, which is a critical value. The nurse was instructed to immediately stop the infusion and follow protocol for a blood redraw. The infusion was stopped at 20:40. According to the report, the angiomax vial that had run empty was hung by the day shift nurse at 11:57, as documented in the mar (medication administration record). When the evening shift nurse received the handoff report, the day shift nurse stated that the vial was already empty. This raised concern because each vial should contain 50 ml of medication. It was reported that the infusion had been running at the ordered rate of 1.07 ml/hr. Until 14:44, when the rate was lowered to 0.96 ml/hr. Upon arrival, the evening shift nurse observed that the pump was set to 0.96 ml/hr., but it had been stopped because the vial was empty and they were waiting for a replacement. From 11:57 to approximately 19:00, a 50 ml vial had completely infused into the patient while the pump was reportedly programmed correctly. Additionally, the nurse noted that the pump had a sticker indicating ¿preventive maintenance due 07/25,¿ meaning it was overdue by several months. Per the report, the pump had been programmed correctly, but the medication appeared to have infused much faster than expected, given that the vial emptied within seven hours. The nurse checked the area around the pump for leaks that might explain the rapid emptying but found no evidence, nor did the patient report any signs of leakage. The previous day, the infusion rate was 1.18 ml/hr., the patient¿s aptt level was stable, and there were no indications of a problem at that time. There was patient involvement in the event, but no harm occurred¿no bleeding was reported. The patient was updated on the situation and instructed to alert staff if any concerns arose. Additional information was received following an on-site visit by bd manufacturer on 13jan2026 which states that upon preliminary review of the device logs by the customer's pharmacy department the angiomax infusion was intended to run at 1.13 ml/hr but had been programmed at a rate of 11.3 ml/hr by the clinician.